Manufacturer narrative:
Quote for onsite service cancelled. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The customer followed back up with philips and requested the part number to order the data acquisition (da) printed circuit board assembly (pcba) to repair the unit themselves. Investigation remains ongoing.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that error, "pressure regulation high" (diagnostic code 1009), had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that error, "pressure regulation high" (diagnostic code 1009), had occurred. The unit was removed from the patient without incident. The unit was taken to biomed for further evaluation, but the reported issue could not be duplicated. The customer sent the event log to philips, and it was noted that error code 1009, "pressure regulation high", had occurred. The customer requested onsite service. A quote was sent to the customer but was later cancelled. The customer followed back up with philips and requested the part number to order the data acquisition (da) printed circuit board assembly (pcba) to repair the unit themselves. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that error, "pressure regulation high" (diagnostic code 1009), had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that error, "pressure regulation high" (diagnostic code 1009), had occurred. The unit was removed from the patient without incident. The unit was taken to biomed for further evaluation, but the reported issue could not be duplicated. The customer sent the event log to philips, and it was noted that error code 1009, "pressure regulation high", had occurred. The customer requested onsite service. Device evaluation and repair are pending.